Event description:
It was reported that a user experienced an urgent low glucose event while using the ilet system, with blood glucose measured at 51 mg/dl and decreasing to 42 mg/dl, after inconsistent and maladaptive meal announcements including selecting ¿less than¿ or ¿more than¿ during training and announcing meals in response to low glucose. Symptoms included sweating, shakiness, and other signs consistent with hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates and subsequent upward glucose trend, with no hospitalization. Investigation included a review of device use patterns and user training, including review of the bionic report and education on the 15/15 rule and proper meal announcement timing and purpose. Investigation of this case revealed user-related use errors that contributed to excess insulin delivery during low glucose, resulting in hypoglycemia, with consideration for factory reset to address system maladaptation. It was concluded that user error and training needs were the most probable cause, with device function not indicated as the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.